Manufacturer narrative:
Cec adjudicated the event is related to the study device but not related to the procedure or drug. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two in.pact admiral deb were used to treat the right sfa. Approximately 24 months post index procedure the patient suffered restenosis of the right sfa, the event was treated with medication and a pta to the right limb. The event was resolved. It is reported that the event was not related to the study device, procedure or paclitaxel